Event description:
It was reported that the patient went to their clinic on (B)(6) 2013 due to withdrawal. The health care provider (hcp) checked the reservoir volume and there was a volume discrepancy where the actual residual volume (arv) of 0 ml was less than the expected residual volume (erv) of 6 ml. The hcp filled the pump and it was noted that after a few hours the patient was feeling much better. The pump system was being used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).